Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3 of 5. (B)(4) explained the alarm indicated air had entered the setup. (B)(4) instructed the care giver (cg) to end the therapy and contact the nurse in the morning. The cg said assistance was not needed to end the therapy. Product surveillance spoke with the home patient's (hp) nurse who said that he was aware of the alarm and said there was an issue with air again (addressed in a separate report) and the hc was swapped out. The nurse said he had not received any calls from the hp and they were using the new hc now. The patient was involved, but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was not confirmed. The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).